Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported separation with leak. Verbatim: the primary infusion set had just been primed with normal saline and the nurse was carrying it to the patient to load it into the pump when the tubing spontaneously split into two pieces. The piece above the safety clamp completely detached. The tubing was not inserted into the pump. Tubing broke while nurse was holding it. No patient harm.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by a customer that when primary infusion set had been primed with normal saline and the nurse was carrying it to the patient to load it into the pump when the tubing spontaneously split into two pieces. One sample was received for quality evaluation. Visual inspection of the sample shows that the tubing separated at the lower pumping segment fitting. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the root cause of the issue can be related to a lack of solvent caused by an incorrect insertion of tubing to solvent dispenser by the production personnel due to an incorrect follow-up of the work instructions and procedure. The manufacturing date of the reported batch was september 1, 2025. Improvements were made to the production process, and approved on december 17, 2025 to address the separation of the tubing to the lower pumping segment fitting. Updates to the medical solvent dispenser and the addition of validated fixtures were included in the improvement actions. A device history record review for model 2420-0007 lot number 25095007 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.